Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy on contraceptive device"), abortion spontaneous ("miscarriage"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) female patient (gravida 3, para 2) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 2 ((B)(6) 1994, (B)(6) 2003). Concomitant products included contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other / allergic to nickel or any other component of essure") with swelling. On (B)(6) 2014, 1 month 16 days after insertion of essure, the patient experienced pain ("pressure on my entire body / entire body pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), gait inability ("could not walk"), swelling ("swelling"), pruritus ("itching"), weight increased ("weight gain"), mental disorder ("psychological condition") and investigation noncompliance ("did not undergo essure confirmation test"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with prednisone and surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, systemic lupus erythematosus, rheumatoid arthritis, weight increased, allergy to metals, mental disorder and investigation noncompliance outcome was unknown and the gait inability, pain, swelling and pruritus had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, gait inability, investigation noncompliance, mental disorder, pain, pelvic pain, pregnancy with contraceptive device, pruritus, rheumatoid arthritis, swelling, systemic lupus erythematosus and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), pregnancy with contraceptive device ('pregnancy on contraceptive device'), abortion spontaneous ('miscarriage'), systemic lupus erythematosus ('lupus') and rheumatoid arthritis ('rheumatoid arthritis') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 1994, (B)(6) 2003) and cesarean section. Concurrent conditions included irritable bowel syndrome, constipation, syringomyelia, psoriasis, syringobulbia, polydipsia, hot flashes and menorrhagia. Concomitant products included linaclotide (linzess) for irritable bowel syndrome, ibuprofen (motrin) for pain as well as contraceptives for topical use. In 2014, the patient experienced headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other / allergic to nickel or any other component of essure") with swelling. On (B)(6) 2014, the patient experienced gait inability ("could not walk") and pain ("pressure on my entire body / entire body pain"), 1 month 16 days after insertion of essure. On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and back pain ("back pain interfering with her ability to walk"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), peripheral swelling ("swollen feet"), rash ("rashes") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pruritus ("itching") and mental disorder ("psychological condition"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, prednisone, venlafaxine hydrochloride (effexor) and surgery (essure removed bilaterally.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gait inability, pain, peripheral swelling and pruritus had resolved and the pregnancy with contraceptive device, abortion spontaneous, systemic lupus erythematosus, rheumatoid arthritis, weight increased, allergy to metals, mental disorder, arthralgia, pain in extremity, back pain, rash, abdominal distension and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, arthralgia, back pain, gait inability, headache, mental disorder, pain, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: headaches, back pain, menorrhagia, arthralgia, concerning the injuries reported in this case, the following one was reported via social media: peripheral swelling. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- event swelling was updated into swelling of feet. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy on contraceptive device"), abortion spontaneous ("miscarriage"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("rheumatoid arthritis") in a 43-year-old female patient (gravida 3, para 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1994, (B)(6) 2003) and cesarean section. Concurrent conditions included irritable bowel syndrome, constipation, syringomyelia, psoriasis, syringobulbia, polydipsia, hot flashes and menorrhagia. Concomitant products included linaclotide (linzess) for irritable bowel syndrome, ibuprofen (motrin) for pain as well as contraceptives for topical use. In 2014, the patient experienced headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other / allergic to nickel or any other component of essure") with swelling. On (B)(6) 2014, 1 month 16 days after insertion of essure, the patient experienced gait inability ("could not walk") and pain ("pressure on my entire body / entire body pain"). On (B)(6) 2014, the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and back pain ("back pain interfering with her ability to walk"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), swelling ("swelling"), rash ("rashes") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pruritus ("itching"), weight increased ("weight gain") and mental disorder ("psychological condition"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with prednisone, amitriptyline, venlafaxine (effexor) and surgery (essure removed bilaterally.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gait inability, pain, swelling and pruritus had resolved and the pregnancy with contraceptive device, abortion spontaneous, systemic lupus erythematosus, rheumatoid arthritis, weight increased, allergy to metals, mental disorder, arthralgia, pain in extremity, back pain, rash, abdominal distension and headache outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, arthralgia, back pain, gait inability, headache, mental disorder, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, swelling, systemic lupus erythematosus and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: headaches, back pain, menorrhagia, arthralgia, most recent follow-up information incorporated above includes: on 23-jul-2018: new pfs and medical record received. New events added- joint pain, leg pain, back pain interfering with her ability to walk, rashes, abdominal bloating and headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 1994, (B)(6) 2003) and cesarean section. Concurrent conditions included irritable bowel syndrome, constipation, syringomyelia, psoriasis, syringobulbia, polydipsia, hot flashes and menorrhagia. Concomitant products included linaclotide (linzess) for irritable bowel syndrome as well as contraceptives for topical use. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced headache ("headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("hypersensitivity reaction to nickel or any other / allergic to nickel or any other component of essure") with swelling. On (B)(6) 2014, the patient experienced gait inability ("could not walk") and pain ("pressure on my entire body / entire body pain"), 1 month 16 days after insertion of essure. On 11-dec-2014, the patient experienced arthralgia ("joint pain"). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and back pain ("back pain interfering with her ability to walk"). On (B)(6) 2015, the patient experienced systemic lupus erythematosus ("lupus"), peripheral swelling ("swollen feet"), rash ("rashes") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), rheumatoid arthritis ("rheumatoid arthritis"), pruritus ("itching"), mental disorder ("psychological condition") and vitamin d deficiency ("vitamin d deficiency"), was found to have a pregnancy with contraceptive device ("pregnancy on contraceptive device") and was found to have weight increased ("weight gain") and blood iron decreased ("lo iron"). The patient was treated with amitriptyline, prednisone, venlafaxine hydrochloride (effexor) and surgery (essure removed bilaterally.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gait inability, pain, peripheral swelling and pruritus had resolved and the pregnancy with contraceptive device, abortion spontaneous, systemic lupus erythematosus, rheumatoid arthritis, weight increased, allergy to metals, mental disorder, arthralgia, pain in extremity, back pain, rash, abdominal distension, headache, blood iron decreased and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, allergy to metals, arthralgia, back pain, blood iron decreased, gait inability, headache, mental disorder, pain, pain in extremity, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, systemic lupus erythematosus, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: headaches, back pain, menorrhagia, arthralgia, concerning the injuries reported in this case, the following one was reported via social media: peripheral swelling and blood iron decreased. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: low iron and vitamin d deficiency. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.